Manufacturer narrative:
The insulin pump alarmed during prime test due to faulty force sensor. The insulin pump was received with a cracked case on the window corer and cracked reservoir tube lip.

Event description:
It was reported that the customer received a compromised force sensor system alarm on the insulin pump while doing an infusion set change. The customer stated that the insulin pump would start to count down, shut down and then turn back on. The customer's blood glucose was 89 mg/dl. Troubleshooting was done. The customer was unable to exit the preparing to prime loop. Advised customer that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.